Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. Performance testing was within specifications. No other similar events have occurred at the customer site. Centrifugation speed was high, but it is not likely that this caused the event. Since controls were not run on the day of the event, it is possible that undetected issues arising from the reagent or instrument contributed to the event.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys troponin t hs stat assay (tnthsst) on the cobas 6000 e 601 module (e601). The sample initially resulted as 0.036 ng/ml accompanied by a data flag and this value was reported outside of the laboratory. The result was questioned because it did not correspond to other clinical data of the patient. The sample was repeated on a cobas e 411 immunoassay analyzer (e411) and resulted as 0.007 ng/ml. The sample was also repeated on the e601 analyzer, resulting as 0.003 ng/ml. No adverse events were alleged to have occurred with the patient. The tnthsst reagent lot number was 176452. The reagent expiration date was asked for, but not provided. Quality controls were not tested on the date of the event. The field service engineer checked the analyzer and all adjustments were found to be within specifications. The system was found to be installed in a place where it would not be influenced by other devices. No contamination was observed in the laboratory or the analyzer. Performance testing was run on the analyzer.